Manufacturer narrative:
An investigation of the reported condition was performed on 4/1/2015 by (B)(6). One scd 700 compression system was returned for investigation for the reported condition of; issue with an scd controller. Service found; the power cord was cut down to the cooper wiring. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged with external signs of arcing, which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Further inspections found the valve manifold to be faulty and was replaced to correct the problem. The pressure transducer on the control board was replaced as preventative maintenance. The scd was fully tested and passed all operational specifications. The scd 700 was manufactured in 2014. The device history record was reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an scd controller. The unit was returned to a local covidien service center and a service technician found the power cord was cut down to the cooper wiring.